Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This is potentially reportable because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings: a review of the pump¿s black box showed that the pump was not powered back on after the time the overheating was reported. The black box verified the voltages were steady with no sudden drop prior to reported time of overheating. During investigation, the pump was powered on and exercised for 24 hours with the user¿s pump settings with no errors, alarms, overheating, or power loss occurring. The pump electrical current draws were within specifications. Unrelated to the original complaint, there was evidence of moisture observed in the battery compartment. A leak test revealed a battery compartment leak. The battery compartment was cracked at the threads to the left of the bumper. The pump was opened and the power flex and components were inspected with no defects found. No further evidence of moisture was observed inside the pump. The battery was not returned with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).